Event description:
It was reported that during a replacement procedure of the implantable neurostimulator (ins) the health care provider had difficulty placing the lead in the ins. The setscrew was stripped, unable to be advanced in or out. The lead could be placed in the old ins without any difficulty. Different torque wrenches were used. A second ins was used instead. Impedances were normal, and the patient recovered without sequela.

Manufacturer narrative:
Tourque wrench. Analysis of neurostimulator model 3058 (B)(4) showed that the setscrew was backed out too far and cross-threaded. Small chips of tecothane may have been cut free by set screw. The setscrew was able to be re-aligned into the block threads for testing. The output was tested at the distal end of a known good lead. Each circuit was tested in reference to the case with good stable outputs observed. There were no issues when pressing on the can. Analysis of torque wrench model neu_wrench_acc lot# unknown showed no anomalies. Accessory showed a torque measurement of 4.9oz in (within spec: 5.0 oz in+/-0.5).

Manufacturer narrative:
Lead model 3889-41, lot#v786163, implanted: 2011-(B)(6), explanted: unknown, programmer model 3037, serial #(B)(4). The implantable neurostimulator has been returned to the manufacturer for analysis. A follow-up report will be sent when the an alysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.